Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found have severely bent grips, causing misalignment of the grips. There was a 0.0415¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The grips pins are dislodged. Additional observation related to customer reported complaint: the instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0765" at the swaged end compared to the nominal pin diameter of 0.0540". Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the prograsp forceps instrument had damaged tip. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument with the damage tip didn¿t have a missing piece and neither did a portion break off. There was no reported injury to the patient.